Event description:
During preventative maintenance of the device, the user reported the roller pump display did not function as expected. Three vertical lines were observed across the screen, blocking the images. The device was returned for evaluation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.